Event description:
During primary surgery, the liner could not be fully seated into the cup. Another liner was selected, but also could not be seated. The surgical time was extended by approximately one hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.